Event description:
On 01-apr-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that while the patient was doing yoga and walking, the infusion set's tubing got disconnected from quick release/site connector. The site location was left side of patient's abdomen and the pump was located on the opposite side of the abdomen. Moreover, the infusion set had been used at least for a day. Reportedly, the infusions were stored in the bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 176 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, it was reported that while the patient was doing yoga and walking, the infusion set's tubing got disconnected from quick release/site connector. The site location was left side of patient's abdomen and the pump was located on the opposite side of the abdomen. Moreover, the infusion set had been used at least for a day. Reportedly, the infusions were stored in the bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 176 mg/dl. No further information available.